Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and anxiety¿product/procedure was received on (B)(6) 2023 with lot number 2509120. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening on anterior side assessed as surgical damage, broken device on posterior side assessed as surgical damage and missing shell assessed as inconclusive. ¿ anxiety¿product/procedure: unable to observe since it is not related to the device. Additional observations: ¿ creases are observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side "broken and with a capsule". Healthcare professional additionally reported anxiety. Device has been explanted and replaced.

Manufacturer narrative:
Impact code continued: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Healthcare professional reported right side "broken and with a capsule". Healthcare professional additionally reported anxiety. Device has been explanted and replaced.